Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the pump battery was not charging. Reportedly, the customer used an alternate usb cable to resolve issue. Customer's blood glucose level ranged between 150-157 mg/dl. Customer addressed the occlusion alarms by changing pump supplies.